Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and the device was off the bus with read/write errors. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) had reached out to the customer to investigate. However, the customer had not responded after multiple follow-ups. Therefore, the tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and the device was off the bus with read/write errors. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.